Event description:
A literature article described a single-center retrospective study with an aim to evaluate the feasibility and quality of biliary-enteric reconstruction (ber) in robotic radical resection of hilar cholangiocarcinoma (rrrh) and propose technical recommendations. The study occurred from january 2016 to july 2023 and included 30 patients who underwent robotic-assisted or laparoscopic surgery. The median age of the patient was 64 years and a median bmi of 23.5 was noted. The gender distribution was 6 males (60%) male and 4 females (40%) in the robotic group. The article noted that during these surgeries, complications such as postoperative bile leakage occurred in 1 patient and anastomotic stenosis was reported in 1 patient. The author of this article indicated the post-operative bile leak was not caused by an intuitive product.

Manufacturer narrative:
Based on the current information provided, the causes of the complications cannot be determined. There is no report that a malfunction of a da vinci system, instrument, or accessory occurred. No specific information regarding the site name(s) or event dates was provided; therefore, no da vinci system or accessories log files are available for review. Liu, j., dou, c., chen, j. Et al. Evaluation of the outcomes of biliary-enteric reconstruction in robotic radical resection of hilar cholangiocarcinoma: a single-center propensity score matching analysis. Sci rep 14, 14836 (2024). Https://doi.org/10.1038/s41598-024-65875-8. Sections a2-a4 are blank, but the article states that it saw 30 patients with a median age of 64 years and a median bmi of 23.5. The gender distribution was 6 males male and 4 females.